Event description:
It was reported that the device had and "occluder failure" , which resulted in over-infusion. It was reported there was no error messages that alerted the failure. There was patient involvement but outcome is unknown. Following the event, the hospital biomed performed a calibration test and the unit failed the "occlusion test". Additional follow up was performed with a bd technical practice consultant where the director of clinical engineering indicated: when the event occurred, the pump was off and that the clinician returned, and the bag was empty and there were no alarms. The customer tested the device with a new set and it passed. A copy of the medwatch report from FDA was received, which states, ¿set up the IV pump as ordered using a dual check with 2 rns. Upon evaluation during an hourly check, the bag of heparin is almost empty. IV pump and setting were checked and correct. The pump says the remaining solution is 348 ml. The IV pump was checked and the solution still flows fast even if the device is switched off and the lever is secured and clamped. The pump doesn't give alarm as well even if there is air in the line." Additional information was provided by the customer: the patient had been admitted for non-st-elevation myocardial infarction (nstemi). The intended rate of infusion was 25.7ml/hour. The hospital risk management director indicated following the infusion of heparin there was no patient harm "because a reversal was provided immediately. ... Reversal administered x 1 dose" and the patient "did fine."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Executive summary the reported issue of an over infusion of heparin could not be confirmed from the log analysis and could not be replicated through device testing. ¿ the retrieved associated device logs showed on 09nov2024 at 12:23 am, an infusion of heparin at a concentration of 25000 unit/250 ml was programmed and started on the suspect pump module s/n: (B)(6). The infusion rate was set at 19.3 ml/h. The volume to be infused (vtbi) was set at 400 ml. ¿ the infusion was paused and restarted twice between 12:23 am and 12:59 am. ¿ at 1:00 am, the dose was changed to 12 unit/kg/h, changing the rate to 25.68 ml/h. ¿ at 2:57 am, the infusion was paused. One (1) minute later, a twenty (20) minute delay was programmed and started. Then at 3:09 am, the delay was modified to ninety-nine (99) minutes. ¿ at 3:22 am a door open alarm was observed. ¿ at 3:33 am, the pcu was channeled off, shutting down the suspect device. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the inspection of the reported ¿bad¿ mechanism assembly found a broken iui bracket mounting tab; however, during testing, the suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. The alaris user manual (v9.33) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Per product labeling, the alaris system user manual (v9.33) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the missing iui bracket mounting tab was not found inside the pump module and the investigation could not determine if this was damaged during the facility¿s repair process after the reported incident. ¿ despite the identification of a third-party parts, it was not found to be a contributing factor to the reported event since the device was operating as intended during testing. Root cause: the root cause of the reported over infusion of heparin was not determined. Despite the identification of a third-party door assembly components, as well as a damaged bezel (broken off iui bracket mounting tab), it was not found to be a contributing factor since the returned pump module was found to be infusing within specification during testing.

Event description:
It was reported that the device had and "occluder failure" , which resulted in over-infusion. It was reported there was no error messages that alerted the failure. There was patient involvement but outcome is unknown. Following the event, the hospital biomed performed a calibration test and the unit failed the "occlusion test". Additional follow up was performed with a bd technical practice consultant where the director of clinical engineering indicated: when the event occurred, the pump was off and that the clinician returned, and the bag was empty and there were no alarms. The customer tested the device with a new set and it passed. A copy of the medwatch report from FDA was received, which states, ¿set up the IV pump as ordered using a dual check with 2 rns. Upon evaluation during an hourly check, the bag of heparin is almost empty. IV pump and setting were checked and correct. The pump says the remaining solution is 348 ml. The IV pump was checked and the solution still flows fast even if the device is switched off and the lever is secured and clamped. The pump doesn't give alarm as well even if there is air in the line." Additional information was provided by the customer: the patient had been admitted for non-st-elevation myocardial infarction (nstemi). The intended rate of infusion was 25.7ml/hour. The hospital risk management director indicated following the infusion of heparin there was no patient harm "because a reversal was provided immediately. ... Reversal administered x 1 dose" and the patient "did fine."

Manufacturer narrative:
Omit : f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: adverse type, date of event, event attributed to, describe event or problem, concomitant med prod data, FDA notified?, report source other, type of reportable events. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, patient race, other relevant history, device available for eval?, returned to manufacturer on, report source, device manufacture date, imdrf annex f, b, c, d codes, related report number grid and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes, remedial action required, remedial action # and manufacturer narrative. Note that this report lists imdrf annex a040502, a0404, g04037, g0301201, g02017, c23, c17, c0601, d07, d01, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had and "occluder failure" , which resulted in over-infusion. It was reported there was no error messages that alerted the failure. There was patient involvement but outcome is unknown. Following the event, the hospital biomed performed a calibration test and the unit failed the "occlusion test". Additional follow up was performed with a bd technical practice consultant where the director of clinical engineering indicated: when the event occurred, the pump was off and that the clinician returned, and the bag was empty and there were no alarms. The customer tested the device with a new set and it passed. A copy of the medwatch report from FDA was received, which states, ¿set up the IV pump as ordered using a dual check with 2 rns. Upon evaluation during an hourly check, the bag of heparin is almost empty. IV pump and setting were checked and correct. The pump says the remaining solution is 348 ml. The IV pump was checked and the solution still flows fast even if the device is switched off and the lever is secured and clamped. The pump doesn't give alarm as well even if there is air in the line." Additional information was provided by the customer: the patient had been admitted for non-st-elevation myocardial infarction (nstemi). The intended rate of infusion was 25.7ml/hour. The hospital risk management director indicated following the infusion of heparin there was no patient harm "because a reversal was provided immediately. ... Reversal administered x 1 dose" and the patient "did fine."

Event description:
It was reported that the device had and "occluder failure", which resulted in over-infusion. It was reported there was no error messages that alerted the failure. There was patient involvement but outcome is unknown. Following the event, the hospital biomed performed a calibration test and the unit failed the "occlusion test". Additional follow up was performed with a bd technical practice consultant where the director of clinical engineering indicated: when the event occurred, the pump was off and that the clinician returned, and the bag was empty and there were no alarms. The customer tested the device with a new set and it passed.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.